Event description:
It was reported that post implant of the ventricular lead, the patient experienced syncope. The lead exhibited oversensing and a loss of capture. The issue could not be resolved and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found outer and inner insulation damage at 19.5 cm to 20.0 cm from the connector pin as a result of clavicular crush.